Event description:
Explanting physician reports "the team are able to locate the port but are unable to add fluid which suggests that there is some kind of blockage. The pt will be taken to theatre to have the problem explored/remedied." Surgery was scheduled for six days after contact from the date of surgeon's report. No further info has been received. Investigation in progress. Follow-up findings: physician reported "problem was kinked tubing which was simply resolved my minor procedure." The device remains implanted.

Manufacturer narrative:
The product associated with this report will not be returned for analysis as it remains implanted. Based upon the implant date provided by the reporter the connector type is either a taper ii or rapidport ez strain relief. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis if removed in the future. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional info has been reported to allergan regarding the model number, serial number, the event date, diagnostic testing or pt data.